Event description:
A hospital in (B)(6) reported that the elbow cuffs on the inspiratory limb of three rt319 adult bi-level/CPAP inspiratory-heated breathing circuits were "torn." This was found prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the three returned complaint breathing circuits were visually inspected. Results: the visual inspection of the three returned breathing circuits revealed that the elbow cuffs are split, confirming the reported fault. A lot check revealed one other complaint that appears to be similar for this lot number. Conclusion: the root cause of the split on the elbow cuff cannot be determined. It is likely that the elbow cuffs have split after the elbow was assembled. All breathing circuits are visually inspected before leaving production. It is possible that operator error has resulted in not identifying the split cuffs, however, from our knowledge of the product we know that it can take several hours for the cuff to split so that the damage was not necessarily visible during the visual inspection before packing the product. Additional visual inspections have been implemented to confirm that the cuff is intact.